Event description:
It was reported that the patient experienced high blood glucose of 360 mg/dl and had twenty infusion sets tubing was leaking at site on (B)(6) 2026. The infusion set was in used for one day.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 8021545 . Manufacturing site: 3003442380.